Event description:
The part that broke was a plastic hinge/pivot part that keeps the arms locked open when fully separated. There are two brackets, one each attached to each arm that are attached in the middle to provide a pivot for folding the arms. There is a clip on this small plastic black box (about 2 inches square) that is released to fold the arms together. I searched the invacare parts website and it appears that this part isn't sold separately but on an older model (which is no longer available) the part number was 1094532 and called a pivot, link.